Manufacturer narrative:
Device was initially received for the complaint that even when the tube was inserted properly, the key detector still sounded. During investigation found a high-pressure alarm. This malfunction makes the event reportable. Review of event log/alarm history found a "high pressure" alarm was recorded in the event log multiple times. There was no 12 month service history reported. The visual and functional testing was performed. The root cause of the event was an anomaly in the components (the air detector and the downstream occlusion sensor) and was replaced. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was stated that even when the tube was inserted properly, the key detector still sounded. During investigation found a high-pressure alarm. This malfunction makes the event reportable. The event occurred during priming and there was no reported patient involvement.